Event description:
It was reported that during an original artificial urinary sphincter (aus) implant procedure, when the doctor performed a cystoscopy at the end, it was noticed that the urethra had been punctured. The cuff was removed; however, the pump and balloon remained implanted. There were no further patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 800 underwent a thorough analysis. Visual and microscopical inspection of the cuff did not identify any damage or abnormalities. No leaks were identified. Inspection of the remainder of the device revealed no damage or irregularities. Product analysis did not identify any malfunction with the component. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). The IFU lists perforation as a potential adverse event associated with implant of this device. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that during an original artificial urinary sphincter (aus) implant procedure, when the doctor performed a cystoscopy at the end, it was noticed that the urethra had been punctured. The cuff was removed; however, the pump and balloon remained implanted. There were no further patient complications reported.